Manufacturer narrative:
(B)(4)

Event description:
It was reported that a new device in the box exhibited a programming issue during a device upgrade procedure. Another new device was implanted.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.